Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d.6b, h6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening on the device. As per the investigation procedure observed an opening, non-penetrating nick, creases and wear abrasion. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.